Manufacturer narrative:
On 10/17/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it was observed to be intact. Leak testing revealed there was leakage from the valve also a tear in posterior view measuring approximately less than 0.1 cm was noted. Microscopic examination was performed and no evidence of instrument damage was observed. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with a 500cc mentor smooth round moderate plus profile on both sides and was presented with left side deflation and right side symmetry issue. Hence, the patient underwent bilateral explantation and replacement with catalog number 3506504bc; serial number (B)(4) on the right side and with catalog number 3506504bc; serial number (B)(4) on the left side on (B)(6) 2019. This report is for the patient¿s left-sided device.